Event description:
It was reported by the affiliate prior to an unk procedure that the generator could not pass the self test. The procedure was converted to open. Add'l info rec'd: 6/4/2008: the device could not pass the self test when it got power. No troubleshooting techniques were used. The account changed to use electronic surgery device to complete the procedure.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the intl svc ctr. Based upon the inquiry info rec'd, visual and functional examination, the customer's complaint has been confirmed. To correct the issue the main pcb was replaced. Testing included: calibration I, calibration ii, electrical safety test, and release test. The database was reviewed and no prior servicing history was found, therefore no svc history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.